Manufacturer narrative:
Actual event date is unknown. This is for the same event as manufacturer report 2937094-2019-61586. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device did not identify initially reported fiber break. Analysis showed the fiber glass cap bevel edge and metal cap were not aligned. The glass cap can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. It is probable that the glass cap and metal cap misalignment occurred due to glue failure. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed glue failure. Based on the investigation results, an evaluation conclusion code of no problem detected was assigned to this investigation. The reported fiber break was not identified thus the reported event cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber was broken. The fiber was exchanged and the second fiber exhibited the same issue. Procedure and patient outcome information was not provided. This report is for the first fiber.

Manufacturer narrative:
Actual event date is unknown. This is for the same event as manufacturer report 2937094-2019-61586.

Event description:
It was reported that the fiber was broken. The fiber was exchanged and the second fiber exhibited the same issue. Procedure and patient outcome information was not provided. This report is for the first fiber.